Manufacturer narrative:
The device was returned and customer allegation ¿e315 error¿ was not reproduced. However, noisy image was reproduced. Due to damage on scope connector, a noise image occurred. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip, crack and white clouded area. Light guide (lg) lens had a crack. Switch, universal cord protector, lg lens and connecting tube had a scratch. Adhesives around objective lens and lg lens had white-clouded area. The distal end cover had a dent. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope exhibited e315 error and a noisy image was displayed. The intended procedure was normal colonoscopy. The issue occurred occasionally. The procedure was completed with the same device. Pre-use inspection was performed. Cleaning, sterilization and disinfection (cds) was performed using highly acidic water. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The root cause of the suggested phenomenon could not be further presumed because the device was not sent to the legal manufacturer for evaluation. It was presumed that the breakage of the image sensor unit, or a defect of the electric circuit board inside the video connector or the system caused the suggested phenomenon. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning: "< inspection of the endoscopic image> confirm that the white light imaging (wli) and narrow band imaging (nbi) endoscopic images are normal. Note: if the object cannot be seen clearly, wipe the objective lens using gauze moistened ethyl. Turn the video system center, light source, and monitor on and inspect the wli and nbi endoscopic images as described in their respective instruction manuals. 1. Observe the palm of your hand using the wli and nbi endoscopic images. (See figure3.41) 2. Confirm that light is output from the endoscope¿s distal end. 3. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 4. Operate the angulation control knobs and turn bend the bending section. (See figure3.42) 5. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.